Manufacturer narrative:
Based on the claim against the product by the customer noting, image orientation and non-intuitive motion on arm, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Site power-cycled the system to resolve reported issue. No site visit was conducted as the system was working properly and no additional action was required as the issue was resolved..

Event description:
It was reported that during a da vinci-assisted surgical procedure, clinical territory associate (cta) contacted intuitive surgical inc.(isi) technical service engineer (tse) and reported that the camera orientation was flipped and the camera image and arms moved non-intuitively. Tse noted to reseat camera and cancel guided tool change, but the site rebooted the system and confirmed reported issue was resolved. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.